Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician was able to verify power flex had a burned pin. Service technician then replaced power flex circuit to correct the burned pin# 4 of the jp4. Ventilator passed in-house testing.

Event description:
The customer reported the model palmtop ventilator (ptv) revel power flex had a burned pin.